Event description:
The pt reported her insulin infusion device displayed the 09 (technical inspection due) end of life message about 1 week ago. She stated the infusion device did not give any "8x" alerts. She said she has switched to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.